Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. Plaintiffs¿ counsel advised on (B)(6) 2014 that the following plaintiffs did not receive an asr implant. Plaintiffs¿ counsel plans to dismiss the cases. Once the dismissals are filed, we will forward them to your attention.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was primarily implanted in (B)(6) of 2008 and revision has not been confirmed or reported. It is not likely the device contributed to the patients reported infection more than six years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 01/27/2014 - notification received that this patient was not an asr patient. Products changed from asr to unknown hip [or the hip type if known], and business unit changed from ortho: asr to ortho. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged that on or about (B)(6) 2008, patient was implanted with a depuy asr hip. Since the surgery, patient has experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. There is a potential need for revision.